Manufacturer narrative:
(B)(4). No pump error noted during testing. Insulin pump passed occlusion test, force sensor test, basic occlusion test, prime, seating test, rewind test and displacement test. During visual inspection, found motor and electronic stack moisture damage.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer was able to clear the alarm and able to complete rewind. No harm requiring medical intervention was reported. The device will be returned for analysis.